Event description:
It was reported that under some conditions high voltage is not removed from internal gantry components upon svc operation of the gantry xg switch. This issue appears to be related to 60 hz operation. This situation does not present a hazard to pts or operators because there is no externally exposed voltage, but this is a concern for svc personnel. The main system disconnect switch used for equipment lock-out/tag-out remains fully functional. No injury has been reported.